Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, b7, d4, d6b, h6.

Event description:
The patient was treated with radiation therapy. Patient "is unable to function normally, lives under great stress, undergoes complicated treatment, examinations and medical consultations, undergoes treatment burdened with great risk and unpredictability, which negatively affects all aspects of life¿ was also reported.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "left breast started to enlarge, it became swollen and hard," "lumps around the implants of the left breast," "left breast, multiplication of the outlines of the implants with different sized areas (chambers) of fluid¿; "histopathological picture based on immunohistochemical findings indicates t-cell lymphoma type breast implant-associated anaplastic large cell lymphoma. Immunophenotype: cd30+, demonstrated expression of proliferation antigen ki 67 100% of cell nuclei, cd3-, cd68 pgm- (+histiocytes), alk1-."

Event description:
Patient representative reported that the patient's left breast started to enlarge and became swollen and hard. The patient was sent for an ultrasound which observed "multiplication of the outlines of the implants with different sized areas (chambers) of fluid of different density vs. Bands of fibrin - suspicion of implant-print damage." The device was removed and during explant it was observed that the left implant "had grown into the tissue" and there was shrinkage of the capsule around the implant. During the surgical operation atypical tissues were found, which were subjected to immunohistochemical examination. The histology obtained from the study based on the immunohistochemical findings indicates cd30+, alk- breast implant-associated anaplastic large t-cell lymphoma. Additionally, it has been reported that the patient is experiencing fatigue, joint pain, chest pain, and difficulty concentrating or remembering, none of which are considered related to the device.